Event description:
According to the reporter, during the robotic laparoscopic myomectomy procedure, the device bag broke while in use. No harm was caused to the patient. The device was discarded by the customer.